Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's escape and act buttons had to be pressed a couple of times to work. The customer also reported the insulin pump rejects new batteries almost every time, gives random no delivery alarm, there was a crack on one of the corners of the pump and sometimes rainbow on the screen forces patient to angle pump to see display. No harm requiring medical intervention was reported. Troubleshooting was not completed as attempt to contact customer was unsuccessful. The insulin pump will not be returned for analysis.